Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered eight bursts of anti-tachycardia pacing (atp) and one shock as inappropriate therapy for a suspected atrial fibrillation (af) with rapid ventricular response (rvr). Technical services (ts) reviewed and discussed stored data, with a review provided. This device remains in service. No additional adverse patient effects were reported.